Event description:
Customer activated a pod in the evening; her bgs were within "normal" range before bed. At about 5 am, her bg was 479 mg/dl. Despite bolusing, her bg remained in the 400s mg/dl throughout the day. The cannula was bent when the pod was removed. Pod is not expected to be returned for eval.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. However, since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. Lot qualification records could not be reviewed since no lot number was provided. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance.